Event description:
The customer reported ballooning in the pump segment. There was no pt harm or med intervention. No additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by MFR. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.